Event description:
It was reported that the pt experienced a fever at home with a temperature of 101.4f. The pt noted that yellow drainage was present from the pump site at home, but was not seen in the hospital. There was redness along the tunneling tract and mild erythema at the pump site. The pt also had inflammation; the location was unspecified. The infection control physician diagnosed the pt with early bacteremia. It was stated that the clinical picture did not support the infection diagnosis. Cultures were taken from the pump site and were negative. The pump was explanted at the discretion of both the pt's primary physician and the infection control physician. They planned to re-implant another device system in the future. The pt recovered without sequela. The medication being delivered via the device system was morphine sulfate.